Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of unknown. A pericardial effusion was observed after inserting the steerable guide catheter. Therefore, the physician performed pericardiocentesis and the procedure was discontinued. There was no clinically significant delay in the procedure

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.